Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported that a pinhole-like break occurred on the outside of the catheter body. The catheter was removed and was not replaced. There was no patient injury and this did not cause a clinically significant delay in treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed a small segment of the groshong catheter was returned attached to the two-piece connector assembly. Use residue was observed on the sample. A functional testing of flushing water using a 12ml syringe was performed. A leak just distal to the 40cm depth marking was observed. A microscopic observation revealed a small hole was observed where the leak as found. An indent on the catheter wall was also seen near the hole. The catheter was dissected for inspection of the inner wall and an impression was also observed on the inner wall. The edges of the hole were observed to be rough and uneven. These findings suggest the observed damage likely resulted from interactions between the inner catheter wall and the stylet, such as compression of the catheter with the stylet still inserted, or a forceful movement of the stylet against resistance. This complaint will be recorded for future trending and monitoring purposes.